Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak. Customer blood glucose level was 145 mg/dl. Troubleshoot was performed. Customer stated the little syringe was empty and they cannot recall where 3 units of insulin went. Customer stated the leak was past the 2nd o-ring. Customer was advised to avoid pulling the plunger too far down the barrel as it can cause leak path. Reservoir will be returning for analysis.

Manufacturer narrative:
Findings: evaluated 1 opened/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies and found 1st o-ring out of the groove. Ran basal, bolus leaking test as follows: reservoir filled, and connected to a new infusion set. Installed reservoir and connector into a insulin pump. Conclusion: reservoir had no leaks.